Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -06.50 diopter, tore while being loaded into the cartridge. There was no patient contact or injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).